Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implant does not work and several leads have fallen out. Reviewed MRI guideline reviewed MRI eligibility report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.